Manufacturer narrative:
As product was not returned, a DHR of the meter was requested. The device history review for meter (B)(4) indicated the device was performing within its performance claims and met the manufacturer's quality specifications prior to its release. This is a final report.

Event description:
Customer's daughter reported customer's freestyle flash blood glucose meter was displaying a blank screen on the display and would not turn on with test insertion or when the button was pushed, the first time she attempted to use it. She further reported customer experienced weakness, vertigo, noted her "bones hurt" and subsequently lost consciousness. Customer self-presented to her healthcare provider, was diagnosed with hypoglycemia, had her insulin discontinued and was prescribed three unspecified "other" medications. Customer self-treated by taking a medication called "nutriafoyd". There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
This is an initial report. The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained.